Event description:
(B)(4). Initial info for this spontaneous case was received from a consumer on 02-nov-2007, 05-nov-2007 and 06-nov-2007: this female consumer received three injectable poly-l-lactic acid (sculptra) treatments on unspecified dates approx 2 years ago, to smooth out her neck). (She received the injections in the neck only). She reported that she developed "lumps and bumps" at the injection sties of poly-l-lactic acid with all three treatments. Onset of the event was unk. Her doctor told her to massage the area, which she did. She states that she still has "lumps and bumps." She also stated that her neck hurts, and she has to rub it in order to soothe it (site of neck pain not specified). Onset of neck pain not provided. Lot number/expiration date not provided. Concomitant medications not provided. Medical history provided, including, consumer has no known drug allergies. No further relevant info reported.

Manufacturer narrative:
Additional info for sculptra (lot # /exp date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.